Event description:
The reason for call was patient reported that they were having issues recharging the implantable neurostimulator (ins). Patient mentioned that the ins takes 1 hour to 1 hour and 30 mins to recharge from 0%-100%. Patient mentioned a rep told them that it was unusual, and it should take 20 mins only. Agent reviewed the patient charging time information. Patient will call back for further assistance if needed. The patient reported they do not know the cause of the charge time, and reported the agent said 1-2 hours was normal and indicated nothing could be done. The patient reported the issue was not resolved as they were told 1-2 hours was normal, but patient also noted they are charging 5 hours a day now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.